Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the "c-rotation brake was not working". No patient injury was reported.